Event description:
The field service engineer reported the igbt snubber fuse was blown. When this occurs the system shuts down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt board was replaced during the service call. The system was tested and found to be working as intended and put back into service.